Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose event and the insulin pump had a keypad anomaly. The customer¿s blood glucose was around 300 mg/dl to 456 mg/dl and treated with manual injection and insulin pump. Customer's blood glucose reading was 243 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. Customer also reported that the buttons were currently responding after battery change. Customer also had a sensor and battery issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces or frozen display noted. Keypad connector was fully locked. Unit was communicated properly with guardian (3) link and glucose sensor simulator. No unexpected change sensor/bad sensor alert noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.